Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced overstimulation and a lack of therapeutic relief. The patient felt anterior stimulation in the torso and cramping at the paresthesia site. After the company representative reprogramming the patient, the patient felt a shocking sensation eight times while in the recovery room. Patient reported the surgeon had difficulty placing the lead which caused the implant surgery to run long. Patient had pain at both implant sites, which caused her to take strong pain medication throughout the day. The patient described a lack of therapeutic effect that when voiding had a greater quantity but unimproved frequency. Patient was scheduled to see his doctor. Additional information has been requested and will be made as follow up as it becomes available.